Event description:
It was reported that the basal software was intermittently suspending insulin delivery inappropriately. There was no reported adverse impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.